Event description:
Customer reported to beckman coulter, inc. (Bec) that about 500 ml of clear liquid leaked from the tubing connected to the top of the cartridge chemistries (cc) sample syringe assembly of the unicel dxc 800 synchron system. Customer reported that the leak was contained to the area of the cc sample syringe assembly. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted that the cc sample t-valve was leaking. The fse replaced the t-valve.

Manufacturer narrative:
(B)(4).